Event description:
It was reported the pt's (B)(6) parkinson's disease symptoms returned on one side. Efforts to recapture therapy to the needed area via reprogramming proved unsuccessful. A diagnostic test revealed impedance issues for the lead utilized to provide therapy to the area in question. An x-ray was also taken for further interrogation, but the results for lead breakage or disconnection were inconclusive. Surgical intervention was undertaken to address this issue. Intraoperative testing found the pt's leads operated within specifications. Effective therapy was recaptured for the pt following replacement of the extension. No further complications have been reported.

Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.